Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v479550, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v476642, implanted: (B)(6)2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced ¿walking fast¿ today and unable to control himself, resulting in a ¿hard fall.¿ it was stated that there was a quick return of symptoms (about 12 hours prior to call). It was noted that the patient verified stimulation was on. Patient also felt ¿a lot of pressure¿hurting so bad¿ in his head, dizziness, slurred speech, and headache. It was also stated that the patient tried to reach his managing physician and was heading to the hospital. It was later reported that the patient was seen at the local emergency room and had a CT scan, which did not show anything abnormal. It was stated that the patient was given fentanyl for the headache and was kept 6+ hours for observation. It was also stated that the patient experienced that same symptoms, but ¿they worsened.¿ the reporter added that the patient had some ¿swelling in the head,¿ which he did not feel or notice the previous night. The headache was noted to be mainly on the front and right side. It was further stated that the patient was able to turn stimulation off and there was no noted change in the fore mentioned symptoms. It was added that the tremors came back, which would be expected to happen when stimulation was off. The manufacturer representative was to contact the patient¿s neurologist to have the patient seen immediately. Additional information received reported that the issue resolved, but it was unknown how. It was stated that some minor medication adjustments were made and the patient¿s condition improved. No intervention was reported. The patient was reportedly doing fine.